Event description:
Boston scientific received information that this left ventricular (lv) lead displayed increased threshold measurements. An x-ray was performed, which revealed a slight pullback on the lead. A revision procedure will be performed in the near future. There were no adverse patient effects reported. Subsequently, additional information was received that a repositioning procedure took place. This lv lead was disconnected, and the pacing system analyzer (psa) displayed similar results. The decision was made to reposition this lv lead in a more basal location, which produced lower threshold measurements. The lead was then connected to the associated pg, and all measurements were stable and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.